Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a call service cs064 alarm. The reporter indicated that the pump was unable to successfully prime without alarms after the pump was rebooted. The patient was advised to discontinue use of the pump at the time of the contact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2014 with the following findings: a review of the pump black box showed that call service cs 064-0001 alarm had occurred. During testing, the pump successfully performed the rewind, load, and prime steps and was exercised for 24 hours without issues. The pump was opened and no internal defects were found.